Event description:
Per the end user, the skin under the tape collar is red and itchy. The user has only been using the product for a few weeks. Cleans skin soap and water, dries skin, then applies protective barrier wipes before wafer. Changes wafer every 10 days. No further information is available.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used fro treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from (B)(4) different product applications. The report state that there are no significant trends.